Event description:
Sales rep reports that the surgeon has been looking at all patients who have had a variax fibula locking plates at (B)(6). The customer reports that after going through the data, overall there is a 30% risk of wound complication. 5 of these are reported to have been deep, down to the plate. The customer reported that there was 1 amputation and the other 4 have or need to have plate removal. This complaint relates to patient reference (B)(4). The surgeon has 13 patients which have been included in this investigation where it is reported that the primary surgery took place (B)(6) 2008 and revision op took place (B)(6) 2012. It is reported that there was superficial wound breakdown following ankle fracture fixation with fibular plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the products were not returned for investigation and not enough further information was provided. Therefore, the event cannot be confirmed and a thorough examination is not possible. Based on statistical evaluation and the statement of the medical expert there are no indications for any systematic design, material or manufacturing related issues. Therefore no preventive and/or corrective actions are deemed necessary at this time.

Event description:
Sales rep reports that the surgeon has been looking at all patients who have had a variax fibula locking plates at the hospital. The customer reports that after going through the data, overall there is a 30% risk of wound complication. 5 of these are reported to have been deep, down to the plate. The customer reported that there was 1 amputation and the other 4 have or need to have plate removal. This complaint relates to patient reference 718369. The surgeon has 13 patients which have been included in this investigation where it is reported that the primary surgery took place (B)(6) 2008 and revision op took place (B)(6) 2012. It is reported that there was superficial wound breakdown following ankle fracture fixation with fibular plate.